Event description:
It is reported that the device was revised in 2008, due to breakage of the hinge post portion of the femur assembly. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: pre-op x-rays are not available for review. It is unknown how long the device was implanted. The cause of the hinge post fracture could not be definitively determined due to insufficient info; however, the hinge post broke due to material fatigue. Eval: the returned device has fractured at the threaded post of the hinge post assembly. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the fracture surface showed mechanically deformed features on a large part of the fracture surface. Mechanical deformation appears to have occurred in post fracture condition or partly during crack propagation stage. The fracture appears to have occurred by fatigue. Energy dispersive spectroscopy analysis of the component material showed co, cr, and no elemental peaks typical of co-cr-mo alloy.